Manufacturer narrative:
Device code c63144 does not apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that the hcp removed the pump without the manufacturer representative¿s knowledge, and the hcp discarded the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen at an unknown dose and concentration. The indication for use was not reported. It was reported the hcp removed 32 ml from the pump during a routine refill when he expected to remove 13.4 ml. There was something wrong with the pump. The patient was exhibiting symptoms of either not getting drug or getting a decreased daily dose of drug. The hcp was going to check the patency of the catheter using a dye study during the week of (B)(6) 2019. No interventions had occurred thus far. It was unknown if surgical intervention was planned. However, the physician wanted the pump replaced. The issue was not resolved. However, the patient's status was alive - no injury. There were no environmental, external or patient factors that might have led or contributed to the event. Information regarding the patient¿s weight, medical history, and other medications was unavailable. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that the hcp was unable to carry out the dye study due to difficulty getting the catheter access port (cap) needle into the cap. The pump would be removed and returned to the device manufacturer. The hcp would wait some weeks to ensure there was no infection and then re-implant a pump.